Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was unknown but the customer stated that they felt good. Possible moisture exposure was mentioned. Advised to discontinue use of the insulin pump and revert to back-up plan. Nothing further reported.